Event description:
Hcp reported intracerebral hemorrhage resulting in hemiparesis and aphasia. The pt underwent physical therapy. Minor cognitive difficulties resulted. No report of device explantation. A follow-up report will be sent if additional info is received.